Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 59 to 133 mg/dl at the time of the call. The customer used glucose tablets and was given intravenous fluids, juice, and food to treat. The customer experienced symptoms such as collapsing. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer was unusually active around the time of the incident since they were moving. The insulin pump will not be returned for analysis.